Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet pump, with glucose values visible in the dexcom app but not on the ilet, consistent with an intermittent communication failure potentially involving the antenna component. No adverse clinical symptoms reported. Outcomes included insufficient information and no health consequences or impact. User support included communication and analysis of information provided by the user or a third party. Investigation of this case revealed that the issue was a temporary connectivity interruption between the sensor and ilet, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was transient communication loss resolved without intervention.

Manufacturer narrative:
Initial.